Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer, analyzed, and the helix was blocked by the guide tooth. It was also noted that the distal conductor was distorted, the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism, there was a tip seal observation, and there was damage to the guide tooth. The lead was damaged at implant. The analyst noted that the drive shaft is pushed up against the guide tooth.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the helix would not extend after several repositions of the lead. It was also reported that the helix remained retracted even after sixty turns. Therefore, the rv lead was removed and replace with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.